Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is likely malpositioned implants. There has been no confirmation that ifuse implants were used in the initial procedures.

Event description:
The surgeon mentioned that he had performed one or two revisions for malpositioned implants that were not previously reported. The surgeon has not responded to requests for additional information.